Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient was watching television and started to become "erratic" and sleepy. When the patient checked their bg, it was 49 mg/dl but forgot what the cgm was displaying as he was incoherent at the time. The patient's wife called 911 and when paramedics arrived, they transported the patient to the hospital. Emergency medical technician's treated the patient with 3 tubes of glucose. The patient stated he was in the hospital for 6 hours. While in the hospital, his blood glucose slowly increased after glucose treatment by emt. When the patient got home, he checked a manual bg reading and it was 123 mg/dl but did not have the cgm near at that time to compare the values. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.